Event description:
It was reported that while in use on a patient, the ventilator generated a loss of graphic user interface (gui) communication message. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The gui cable was replaced by the customer. All service manual required tests were passed at the time of repair.